Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number 12m030 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. During visual inspection a leak was identified inside of the housing. The cause of the leak was missing film-wrap due to a machine error.

Event description:
It was reported that during set up for an unspecified therapy, the balloon of an intermate was not functioning. The nurse reported that the balloon leaked saline out into the container. No patient involvement, injury or harm was indicated at the time of the reported event. No further information was provided.